Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had incorrectly programmed the pump's correction factor to 1:5 rather than the intended value of 1:50. There was no adverse impact to the customer's blood glucose level. The healthcare provider corrected the pump setting and the customer resumed insulin therapy.